Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Initial evaluation of device revealed hole deformed on one side. The returned device was analyzed for conformance to print specifications and device history record. There were no defects or abnormal findings identified. Manufacturing and inspection records indicated no discrepancies with the lot. Our investigation reveals the holes in the plate are deformed on one side. These deformations were most likely the result of a drill bit being inserted at an extreme angle. This caused the holes to widen to an extent allowing the screws to slip.

Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: conversion osteosynthesis had to be revised because the osteosynthesis had eased. With the re-op, it turned out that the screws were overtightened through the plate. The screws were firmly in place. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.